Event description:
It was reported that the needle in the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector was difficult to remove from the vein. The following information was provided by the initial reporter: "staff equipment pre check uncovered stiffness/resistance when attempting to pull back on white hub prior to cannulating patient vein".

Manufacturer narrative:
Investigation summary: bd received a 20 gauge nexiva unit from lot 2154901 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle appeared to be partially retracted due to the gap between the white grip and the gray tip shield. Although, the needle looked partially retracted, the tip shield had not completely separated from the catheter adapter assembly. Additionally, given the position of the grip in relation to the tip shield, it was likely that the partial retraction was a result of the reported resistance to decouple. However, the engineer was eventually able to get the needle to retract fully with slight resistance felt along the way. Next, the engineer measured the outer diameter of the needle using a calibrated caliper and the diameter of the inner washer. Each component was found to be acceptable and within product specifications. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. Unfortunately, the engineer could not determine a definitive root cause for this issue. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.